Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc leaked at the cap. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2024 the nurse in charge of the newly admitted patient to use the indwelling needle to the patient for intravenous infusion treatment, the use of pre-filled venting, found that the heparin cap blistering, pre-filled liquid oozing, and replace the other intact indwelling needle for the patient to use. The patient was not harmed.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
1. The customer returned 1 defective sample, which has been used, the sku is 383078, the batch is 2353990. 1)the sample is examined under microscope and no obvious abnormality is found. Please see attachment pr#(B)(4) for the photos. 2)45psi leakage test is performed on the sample, the pinholes at the top of the sleeve stopper show obvious leakage, no other parts show leakage, and no bulging is observed at the top of the sleeve stopper. Please see attachment pr#(B)(4) for the test report. 2. DHR/bhr review(lot#2353990): 1)this batch of products were assembled at intima ii auto line 2 in (B)(6) 2023, and packaged at r240 package line in (B)(6) 2023. Work order quantity was (B)(4) ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 4)the prn batches used in this batch of products are 2353986, 2146969, 2206399, review the raw material inspection records, no abnormalities. 3. 2 retained samples of this batch are taken for related testing: 1)45psi leakage test is performed on the samples, and the samples pass the test, no leakage is found, no abnormality is found at the prns. 2)the prns are taken for self - tightness test after penetration. The test results show that no leakage is found in the pinholes of the sleeve stoppers, and no bulging is found at the top of the sleeve stoppers. Please see attachment pr#(B)(4) for the test reports. 4. Cause analysis: 1)the pinholes at the top of the sleeve stopper show obvious leakage, indicating that there's a problem in the resilience of the sleeve stopper, which is related to the aging of the sleeve stopper. 2)when the sleeve stopper is subjected to strong oxidation, aging will occur, including: thermal oxygen aging, light oxygen aging, ozone aging (such as encountered ozone disinfection), the plant does not have these conditions in the production process. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process, and no similar complaints have been received from other hospitals regarding this batch of products. 1)for blistering of the prn, the root cause of this defect cannot be determined, as this defect is not found in both returned sample and retained samples. 2)the apparent leakage of pinholes at the top of the sleeve stopper is due to the aging of the sleeve stopper, which is related to the subsequent transportation and storage of the product. H3 other text : see narrative.